Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire in the lead. The guidewire was able to be removed from the lead without resistance and the guidewire distal end was found to be kinked at the distal end. A fresh guidewire was able to be fully inserted into lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire became struck inside of the left ventricular (lv) lead. The physician tried to pull the wire out of the lead without success. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.